Manufacturer narrative:
File identification: (B)(4). D4: device was manufactured in 2006 and was not subject to UDI requirements. H3: root cause/findings: the customer's reported complaint was verified through the event trace but not duplicated. The uut was functional with no issues or faults. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device restarted while on a patient. There was no patient harm reported.